Event description:
Device 1 of 6: reference MFR. Report: 1627487-2012-08243, reference MFR. Report: 1627487-2012-08245, reference MFR. Report: 1627487-2012-08246, reference MFR. Report: 1627487-2012-08247, reference MFR. Report: 1627487-2012-08248: it was reported during a programming session the pt experienced electrical shock that went up to the spine to the head causing bright flashes of yellow light in the eyesight followed by heavy sweating and urination. The pt also noted inadequate pain coverage and re-programming was unable to resolve the issue. The pt reported ipg pocket heating during charging. The skin outside of the pocket turned yellowish and later degrees of black or blue, and became harden after the event. The physician suggested possible fluid intrusion in the ipg header. The pt was unable to charge the ipg due to medical issues and later the ipg was unable to communicate with pt programmer and the charger. No further information is available at this time.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's eval: corrective and preventive action (CAPA) investigation was performed. Eval codes: results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.